Event description:
It was reported that the external pulse generator had damaged atrial-ventricular connectors. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Atrial and ventricular output connectors are damaged (broken). Upper and lower cases, side bail covers, ring cover, and battery drawer are broken and contaminated. Battery release is sticky and contaminated. Heart block and lead flex cover are contaminated. The ring is missing. Serial number label is torn and keyboard has a cosmetic issue.